Event description:
It was reported by service report that the footboard was damaged and modules were missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged footboard.